Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who is implanted with a neurostimulator. It was reported that the patient noticed a week or two prior to the report that she tried to charge her implantable neurostimulator and could not. The patient was getting a persistent reposition antenna message despite having moved the antenna all around to try and charge. The patient reported that she normally charges once a month but missed charging last month. At the time of the report, the patient used the recharger and confirmed seeing a reposition antenna message. The patient programmer was displaying a poor communication message. The patient noticed about a week or less prior to the report that it was off and the patient noticed the pain started to come back and her back is bothering her. An overdischarge was confirmed on (B)(6) 2020. A trickle charge was performed and was successful. The device was successfully reset, and the patient was educated on recharging. The issue was resolved at the time of the report. Additional information received from a manufacturer representative (rep). It was reported that prior to replacement, the patient informed the rep the battery recharged from empty (no bars) to 3/4 full in 15 min and that had never happened before. The battery needed recharging everyday and was just acting not normal.